Manufacturer narrative:
The biomedical engineer reported that the software on the central nurse's station (cns) spontaneously shut down when pressing the admit button on one patient tile. She tried power cycling the unit, but the issue continued to persist. She would like to send the unit in for repair, however we have not yet received the po to begin the repair process. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the software on the central nurse's station (cns) spontaneously shut down when pressing the admit button on one patient tile.